Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value meter UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer called to inquire the meaning of hi. At the time of the call, the customer reported experiencing increased thirst. Customer stated he was going to seek medical intervention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.